Event description:
It was reported that the patient received inappropriate therapy for svt. The therapy sent the patient into a short run of vt, which eventually reverted back to svt. The device was reprogrammed.

Manufacturer narrative:
No medwatch form was received.